Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, storage space failed multiple times for the same pocket. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station need to recover the storage space for multiple times for same pockets. A field service engineer (fse) arrived and found that the device was not failed. The customer was able to access drawer 2 on the main unit without any issues. The device was verified as operable in the hardware test application. All tablets and debris were removed from the row boards, and the system was rebooted. After launching the application, the customer was again able to access the station with no issues. Functionality was tested and confirmed successful. The system functioned as intended after the field service engineer investigated and repaired the device.